Event description:
Pacing impedance has alerted >3000 ohms on 30-jan-2025 and 11-feb-2025. Noise can also be seen in lv impedance recordings on the hmsc. Full lead evaluation in person was recommended. No adverse events reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.